Event description:
As reported by the user facility: leaking from where tubing connects to luer lock connection. Nuclear medicine leaked on treadmill. Add'l info provided by the facility indicated the set was hooked up and during injection the set leaked. The nuclear medicine being administered was diluted with saline. The medication rolled down the pt's arm onto the treadmill. The pt suffered no adverse sequela associated with the incident. The lab was closed for 8 hrs.

Manufacturer narrative:
The actual device in the incident was returned to the MFR to be evaluated. The set was pressure tested and no leaks were noted on the set. The reported incident could not be confirmed. No specific conclusions can be drawn. Although no inventory remains of the reported lot, the house retains for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples exceeded the minimum joint separation design specification and passed the joint integrity test.